Manufacturer narrative:
Citation: wernly b et al. Transcatheter aortic valve replacement for pure aortic valve regurgitation: ¿on-label¿ versus ¿off-label¿ use of tavr devices. Clin res cardiol. 2019 aug;108(8):921-930. Doi: 10.1007/s00392-019-01422-0. Epub 2019 feb 8. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a summary of available data on transcatheter aortic valve replacement (tavr) for pure aortic regurgitation and a comparison of on-label versus off-label tavr devices. All data were collected from a meta-analysis review of 12 studies published between 2013 and 2017. The study population included 640 patients and was predominantly male with a mean age of 75 years. Of those, 288 were implanted with medtronic transcatheter bioprosthetic valves: corevalve (233) and evolut r (55). No serial numbers were provided. Among all patients, the 30-day all-cause mortality was 10.4%. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, second valve implantation for persistence of severe aortic regurgitation due to misplacement or migration of the first valve, second valve implantation for unknown causes, conversion to surgery, myocardial infarction, stroke, more than trace aortic regurgitation (mild-moderate-severe), and major bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.